Event description:
It was reported the pt is experiencing significant pain at her ipg pocket site that occurs when stimulation is on and off. Pt was assessed by her physician and it was determined the pocket site had a possible surface nerve aggravation. The pt's ipg pocket site is being treated topically.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.